Event description:
Repair request initiated for device with no reported malfunction. No patient impact reported. Repair escalated to product event on evaluation due to attachment damaged by tool contact. No additional information was available on follow - up.

Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. A portion of the foot of the attachment was detached and missing. It was also noted that the distal and internal tube bearings were detached. Previous investigation performed under (B)(4) determined that the likely causes are debris in the motor collet and improper insertion of the tool. The user manual contains the following warning ¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing, or damaged.¿ additional warning indicates ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff. ¿in addition, ¿a tactile and audible click will be observed when attachment is fully seated. Tactile feedback is felt when the dissecting tool is fully seated. Turn the tool locking ring to the ¿lock¿ position. Verify that the tool is in place by gently pulling on the tool.¿ the preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Device has been in use for approximately 129 months with no record of factory service during this period. We will continue to monitor this complaint type for trends. (B)(4).